Event description:
It was reported that a patient with implant m01-002795 was found to be neutropenic based on recent blood work. Although neutropenia may constitute a serious medical condition due to the potential risk of severe infection, sepsis, or septic shock, there is insufficient evidence to definitively determine that the device, stimulation therapy, or a device malfunction caused or contributed to the event. No device malfunction was reported or identified. The event was reported to setpoint due to the timing of it being identified (may 14, 2026) relative to timing of implantation ((B)(6) 2026) and activation ((B)(6) 2026). Available information is insufficient to establish a definitive causal relationship between the device, stimulation therapy, and the reported neutropenia, and plausible other explanations exist. However, given the seriousness of the event and the inability to rule out that the device or stimulation may have contributed to the event, the event is being reported to FDA.